Manufacturer narrative:
Information contained in this report was previously submitted through asr on 10/28/2013. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and deflation.

Event description:
Patient reported left side "feels smaller". Healthcare professional reported capsular contracture, baker grade unknown. The device remains implanted.